Event description:
It was reported that, "pt presented with signs of possible infection. Irrigated the pt's knee and exchanged the poly for a #5 9 mm cr."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.